Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that, during an intraocular lens (iol) implant procedure, injector tip was too large and did not match the incision size. The incision was enlarged to accommodate the injector tip that resulted in wound leakage and choroidal detachment in the patient's eye. The patient was hospitalized. The patient was administered high-dose steroids and atropine for mydriasis. The current status of the patient was unknown.